Event description:
After an implantation time of about (B)(6), it was reported that the ICD could no longer be interrogated. No deterioration of the pt's health was reported. The devices were explanted.